Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# unknown, implanted: unknown, product type: catheter. (B)(4).

Event description:
It was reported that the during implant the catheter ran retrograde instead of caudal. It was believed the bevel on the catheter tuohy needle was different than the bevel on the tuohy needle of legacy catheters. This occurred in (B)(6) 2015. The specific patient involved with this was unknown. No adverse event with regards to the patient was reported. The specific drugs involved were unknown. Further follow-up is being conducted to obtain this information along with the patient outcome and any corrective and preventative actions taken. If additional information is received, a follow-up report will be sent.